Event description:
The port was placed 3/13/97. Leakage was noted so the port was removed.

Manufacturer narrative:
The product implicated and returned for evaluation is a plastic port with pre-connected 9.6 fr o/e catheter. Catheter has been severed from port at distal end of strain relief. A short segment (1.75") of 9.6fr tubing is included loose. Port and attached catheter fragment measures 2.05" long. Loose segment of tubing has been cut diagonally on one end and square on other. The tip of the tubing on port has also been severed diagonally. Lumen appears to be clear in port and loose segment. Port has light blood residue under over mold. There are only a few needle stick marks in septum. There are sutures sites (2) visible in over mold on either side of the port stem. Port reservoir appears free of blood residue but cloudy through septum. A history review of lot #36ig7173 shows no related manufacturing issues, and no other product complaints for this lot. Notes in file indicate that port was implanted with subclavian placement on 3/13/97. On 4/05/97 port was found to be leaking. It was subsequently removed because of the leakage. The initial evaluation and decontamination shows port and catheter pieces patent to flushing. Upon further evaluation, the port is accessed using a non-coring needle attached to a 6cc syringe filled with water. Port is pressurized by occluding the tip of attached catheter fragment with fingers. The port does not leak with sustained pressures above 25psi. Loose catheter segment is also tested with a blunt connector attached to the syringe. With one end of the tubing occluding with the fingers, no leaks are detected. Loose catheter segment is tactually examined. No tensile weakness is noticed, but the cross section of one end of the segment has been permanently compressed into an oval shape. Tubing ends are viewed under 10-20x magnification. Diagonally cut end of loose segment appears to match severed end of port tubing when they are compared. This cut appears to have been made by scissors. User may have cut this to render the contaminated device non-functional. A cross sectional view of the assumed distal end shows broken plane to appear semi-glossy, coarse and granular. The break line is perpendicular with axis of the tubing. Cross section is oval. This type of damage indicates compressive, blunt trauma leading to breakage. Using a microscopic micrometer, cross sectional measurement of the broken distal end are taken to illustrate ovalness. The longest axis of the cross section is 0.129". The shortest axis is 0.115". For comparison, nominal outer diameter measurement for 9.6fr o/e tubing should average 0.125" round. These signs are typical of a clavicle/first rib compression fracture, a complication associated with medial insertion of catheter in subclavian vein. Clavicle bone compresses catheter tubing with a scissoring action against another hard, rough surface, first rib, until tubing fails, and may break away. Severed end of tubing is then free to travel with blood flow toward heart.